Event description:
It was reported that while this device was being used in an angioplasty procedure, the balloon of this device was inflated and burst while inside the pt. The device is being returned for analysis. There has been no claim on injury related to this event.